Manufacturer narrative:
Additional details states that the patient's left eye was affected and also the lens was returned for evaluation. As a result the following fields have been updated: section d9: device available for evaluation: yes section d9: returned to manufacturer on: 5/6/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut, which is consistent with a lens that was handled during explant. Haptic damage (bent) was also observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, however the reported issue is unrelated to this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) was explanted from patient's operative eye as the intraocular lens (iol) got dislocated. Incision was enlarged and sutured. There was no patient injury. The replacement lens used is a non johnson and johnson vision lens. No further information available.